Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device not returned.

Event description:
It was reported that driver tip (rash8n) fractured during a second normal used. Doctor did not find any product quality and no health hazard was reported.

Manufacturer narrative:
One narrow right angle large hex driver tip 30mm (rash8n) was returned for investigation. Visual inspection of the as returned product identified that the driver tip and latchlock are moderately worn, while the body of the driver is fractured lateraly. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 1152175. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1152175) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (component fracture) or product (rash8n). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report. See h10 for correction details.

Manufacturer narrative:
This report has been relayed to correct and error in the previously reported submission (MFR# 0001038806-2020-01590-1).